Event description:
A hosp rep reported that a high frequency cable sparked, flammed and broke into two pieces during a pt procedure. There were no reports of complications associated with the occurrence.